Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate of 100 units and remained static after using over 10 units for basal delivery. Reportedly, the cartridge was filled with approximately 480 units of cold insulin. Blood glucose level ranged from 120-150 mg/dl. Reportedly, a new cartridge was loaded to address the issue.